Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology needle wouldn't retract. The following information was provided by the initial reporter: "it is tried to access the newborn, due to the poor quality of # 24 brand bd insyte autoguard bc, no objective is achieved in the first puncture, it is necessary to puncture 2 or three times because the device doesn't provide safety if it is placed into venous vessel. It may cause labor accident by puncture and by pressing the retraction button, it may cause splatters".